Manufacturer narrative:
As reported, a brite tip sheath (4f 0.035" 4.5 cm str) was inserted and there was severe resistance felt when removing a slalom thrill balloon catheter (4 x 20 mm) from the patient. After several attempts, both the brite tip and the balloon catheter were removed from the patient. After the brite tip sheath was removed from the patient, a kink was confirmed. The procedure was finished successfully. There was no reported patient injury. The target lesion was unknown. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. There was no excessive force applied to the device during withdrawal from package. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The brite tip sheath was inserted, then a non-cordis guidewire was used to cross the lesion. The slalom thrill balloon catheter was inflated in the lesion and after the physician attempted to remove the balloon severe resistance was felt. The balloon catheter was removed intact (in one piece) from the patient.  The brite tip sheath was not returned for analysis. A device history record (DHR) review of lot 17632056 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The slalom thrill balloon catheter was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number for the unknown slalom trill was not provided.  The reported ¿pta system withdrawal difficulty ¿ through guide/sheath¿ and ¿catheter sheath introducer (csi) kinked/bent- in patient¿ could not be confirmed since the devices were not returned for analysis. The exact cause of the kink and withdrawal difficulty could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuosity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. According to the instructions for use, which is not intended as a mitigation, ¿caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the DHR review for the sheath nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a brite tip sheath (4f 0.035" 4.5 cm str) was inserted and there was severe resistance felt when removing a slalom trill balloon catheter (4*2) from the patient. After the brite tip sheath was removed from the patient, a kink was confirmed. There was no reported patient injury. The target lesion was unknown. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. There was no excessive force applied to the device during withdrawal from package. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The brite tip sheath was inserted, then non-cordis guidewire was used to cross the lesion. The slalom trill balloon catheter was inflated in the lesion and after the physician attempted to remove the balloon severe resistance was felt, after several attempts, both the brite tip and the balloon catheter were removed from the patient. The balloon catheter was removed intact (in one piece) from the patient. The procedure was finished successfully.